Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. The device remains implanted in the patient. The device catheter was not returned and therefore not available for evaluation.

Event description:
The following was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the common iliac artery on the left patient side and was treated with gore excluder aaa endoprostheses as well as gore excluder iliac branch endoprostheses. The ceb231410 iliac branch component was successfully advanced to the intended location. After initial deployment strong resistance was encountered when attempting to turn the device into the desired position. As this was not possible, a second attempt was performed and greater force was applied. During the turning movement, the leading end of the endoprosthesis snapped off and separated from the trailing olive. Reportedly, the patient had calcified and tortuous vessels and presented with profound tortuosity at the level of the implant location. To aid full deployment of the stent despite of an inoperable deployment mechanism due the catheter breakage, a crossover approach was attempted from the other side, a balloon was inserted and the device was successfully deployed. It however became apparent that the endoprosthesis had lost its orientation towards the bridging plc231200 component and had moved up into the aneurysm of the common iliac artery. To provide adequate seal, a pla230300 aortic extender component was used as a bridging component. Also, as the contralateral gate of the ceb endoprosthesis was about 6 cm away from the bifurcation of the internal iliac artery, the physician elected to implant 3 hgb internal iliac components to cover the distance and provide adequate seal. Subsequently, the catheter was removed from the patient and the leading end was retrieved with a snare from the patient. The patient tolerated the procedure.